Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant tumor in the bronchus during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was successfully deployed inside the patient. After deployment, the physician checked the location of the stent endoscopically by moving the bronchoscope through the stent. However, when the bronchoscope was removed, it got stuck within the stent and caused the stent to move proximally. The physician attempted to reposition the stent using forceps but it was unsuccessful. The stent was then removed from the patient using forceps and a different stent was implanted to complete the procedure. There were no patient complications as a result of this event.